Event description:
The patient reportedly experienced a loss of lock with his internal device. External equipment was exchanged and programming adjustments were made, however, this did not resolve the problem. The patient's device was explanted. The patient was successfully reimplanted with another advanced bionics device.